Event description:
During evaluation of a returned homechoice machine, an overfill situation was identified in the event log on the event date, during drain cycle 4. Per the log, the pt's ultrafiltration reading was 1300ml indicating the home patient (hp) drained 1300ml more than their programmed fill volume of 1600ml. The nurse was contacted by baxter. The evaluation result of overfill detected on the same day, was reported. The nurse stated that the pt did not experience any symptoms of fullness or discomfort associated with the incident. No patient injury or medical intervention was associated with the incident per the nurse.

Manufacturer narrative:
Evaluation summary: homechoice cycler unit was evaluated in the product analysis lab. Based on the event log data, the evaluation has determined that the probable cause of the overfill to be insufficient drain / false empty detect and use error: initial drain alarm setting inappropriately programmed (too low). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty.